Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to wear of the scope cover packing, the grip was scratched, the switch box was scratched, the forceps skip or sway on the upper half of the endoscopic image due to a fray of the forceps elevator wire, the image guide protector was scratched, and the distal end was shaved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the duodenovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the distal end. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material at the distal tip issue could not be determined, however, due to the observed leak in the scope cover, proper device reprocessing may not have been possible. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.